Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device 30067363m number, and no non-conformances was found during the review. Initial reporter phone: (B)(6). Manufacturer¿s ref # (B)(4).

Event description:
It was reported a patient underwent an ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and a ¿clot¿ issue occurred. It was reported that a clot was encountered on the thermocool® smart touch¿ electrophysiology catheter during the procedure. No patient consequences were reported. The issue of clot formation on the catheter has been assessed as an MDR reportable malfunction.